Event description:
It was reported that the patient was having a "primary procedure" done. The md stated that pressure tracing was not obtainable. A leak at the extension tubing close to the 3-way "tap" was seen. As a result, another iab was opened and the extension tubing was split. Then a third iab was opened and the extension tubing was split. As a result "separate tubing was used."

Manufacturer narrative:
Follow up report will be filed if additional information becomes available.